Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery (ata). A non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 2mm x 20mm x 142cm coyote es balloon catheter was advanced to dilate the lesion. However, upon the 1st inflation, the balloon ruptured at 12 atmospheres after a duration of 30 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.